Event description:
It was reported that a pt incident occurred with the electrosurgical unit (esu/generator). The esu and a rollerball (unk MFR) were being used in a hysteroscopic resection of uterus myoma. The settings were bipolar cut ++ effect 6 and bipolar soft ++ effect 6 (i.e., hospital established program 21b, bipolar resection with storz). During/upon the bipolar coagulation, a 6-10 mm wide perforation in the fundus of the uterus occurred. Therefore a second laparoscopic surgery was performed to repair the perforation. Note: the esu was distributed by our parent company ((B)(4)) to a (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested just one month prior to the reported event. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were functioning properly within specifications for the device. In conclusion, no equipment problem was determined to have caused or contributed to the event. Most likely there were many factors involved with the incident (e.g., pt disease state, age, settings, etc.). However, the possibility of an acute perforation in the excision of myoma in the uterus is a potential complication due to very thin myometrium areas in the uterus. Nevertheless to further address the issue, the facility will review the program settings for appropriateness of achieving the desired tissue effect. In conclusion, no definitive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc is now closing the file on this event.